Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device cautions ¿in order to minimize the possibility of infection, meningitis or ventriculitis, several steps should be observed. The sterile technique should be observed in setting up the system and in the placement of the catheter. The subgaleal tunneling of the ventricular catheter should be approximately one to two inches.¿ a review of the manufacturing and sterilization records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to intraventricular hemorrhage. According to the report, the patient developed an infection after surgery and the device was removed. Reportedly, there was no injury to the patient. It was later reported that there was no allegation the device had malfunctioned or was not working properly. It was also later reported that there was no allegation the device caused or contributed to the patient's infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.